Event description:
It was reported that there was a revision of a hip, sales rep unaware of the medical reason for the revision.

Manufacturer narrative:
An event regarding revision for an unspecified reason involving a gmrs proximal femoral component was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical evaluation not performed as no x-rays or medical information relevant to this revision procedure were provided. Device history review: DHR review was satisfactory. Complaint history review confirmed that there were no other similar reported events for the lot. The reported revision surgery is not confirmed and the reason for the revision surgery is unknown. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a hip, sales rep unaware of the medical reason for the revision.

Manufacturer narrative:
Additional devices listed in this report:cat 6495-6-040 gmrs extension piece 40mm lot code sy34x.unknown v40 biolox head, unknown lot code.the information received does not indicate which if any of these devices may have caused or contributed to the patient's experience that led to the revision surgery. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.